Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. A review of the device history record (DHR) was performed and there were no issues found within the record associated to the reported event. Since the device was not returned to the manufacturer, a root cause could not be definitively identified. Based on the results of the legal manufacturer¿s investigation, the likely root cause of the problem was a defective power switch component. The manufacturer implemented a design change to address the issue. The subject device was manufactured in june 2012, which was prior to the release of the design change.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the power button of the device was broken and the device could not keep the power on. The event was found during preparation for use. An olympus engineer visited the user and replaced the power button and the device worked normally. There was no report of patient injury associated with this event.